Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, externalized conductors between the svc coil and rv coil were observed via fluoroscopy. The lead remains implanted and monitoring will continue. The patient condition was good.